Event description:
It was reported that cartridge leaked insulin from o-ring. Customer went to emergency room, was subsequently hospitalized on (B)(6) 2026. Customer¿s blood glucose (bg) level was 380 mg/dl, with ketone levels were identified as life threatening by health care provider. The customer was treated with intravenous saline and insulin that resolved issue, had no permanent damage identified, and was released from hospital on (B)(6) 2026. Reportedly, customer changed cartridge to resume insulin therapy.